Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing lack of pain relief. A catheter access port (cap) dye study was performed and the physician was unable to aspirate medication. Surgical intervention was taken to revise the catheter.